Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 8021545-2024-01534 - device 3 of 3. E1: patient city: (B)(6). Patient country: canada.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2024, it was reported that three infusion sets fell off. The set was in use for 1 or 2 days. No further information available.